Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level ranged between 166 mg/dl and 248 mg/dl. Reportedly, the customer had manual injections and insulin pens as alternate insulin therapy.